Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 failed to open. The field service engineer (fse) had found that the main full-height drawer four would not open. Upon removing the drawer, the fse noticed a missing inseparable magnet, which was then replaced. The fse had tested all drawers and slides to ensure proper functionality. Additionally, the top cover had been opened to check connections in the electronics drawer, and dust had been removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.